Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the device was difficult to advance through the scope and there was difficulty in cutting the target polyp while using a cautery. It was also noted that the snare was difficult to extend and retract and a clicking sound was made when the device was manipulated. There were no patient complications reported as a result of this event.